Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative architect total b-hcg result for one sample (B)(6) on (B)(6) 2024. The following data was provided for sid(B)(6). The instrument automatic dilution result was <7000 miu/ml. The sample was repeated without a dilution and generated a negative result of <1.2 miu/ml. The colloidal gold test was run twice which generated positive results. The sample was repeated two more times on the architect and generated positive results of 2570 miu/ml and 2328 miu/ml. No impact to patient management was reported.

Event description:
The customer observed a false negative architect total b-hcg result for one sample (sid (B)(6)) on (B)(6) 2024. The following data was provided for sid (B)(6): the instrument automatic dilution result was <7000 miu/ml. The sample was repeated without a dilution and generated a negative result of <1.2 miu/ml. The colloidal gold test was run twice which generated positive results. The sample was repeated two more times on the architect and generated positive results of 2570 miu/ml and 2328 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 61200ud02 for the issue of false negative results. Ticket trending review did not identify any related trend regarding commonalities for lot number 61200ud02 and issue. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with lot with lot 61200ud02 and complaint issue. Additionally, in-house accuracy testing was completed. All validity and acceptance criteria were met, demonstrating that the lot is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 61200ud02 was identified.